Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03516. It was reported the patient was not receiving effective stimulation due to malposition of the scs lead. A sjm representative was unable to resolve the issue with reprogramming. It was also reported the patient was experiencing discomfort at her scs ipg pocket site due to the scs ipg tilting. The patient was also experiencing undesired recharge burden. Follow-up identified both the scs lead and scs ipg were replaced. All issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.